Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified related to the customer issue. In addition no increase in complaint activity was seen for architect stat troponin-I reagent lot 02868un17. A device history record review was performed on lot 02868un17, which did not show any potential non-conformances, deviations, or non-conformances. The historical performance of reagent lot 02868un17 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02868un17 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 02868un17. The architect stat troponin-I labeling was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect stat troponin-I assay was identified.

Event description:
The customer stated that a falsely elevated architect stat troponin-I result of 0.583 ug/l was generated. The customer was using a normal range of 0.0 to 0.3 ug/l. The patient was sent to the ER at another facility where a troponin was run and a result of 0.0 ug/ml was generated. The customer reran the sample and a result of 0.0 ug/l was generated. There was no report of impact to patient management.